Manufacturer narrative:
Note: we have not completed our investigation of this event. Upon completion, we will submit a follow-up report. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The reported issue involved a burning smell in the room, and then smoke coming from right hand side of the system gantry. Investigation by the philips service delivery team identified damage to cabling and power blocks. No allegation of death or serious injury has been made. However, if this issue was to recur, whether it would be likely to cause serious injury remains uncertain. Based on the available information, this issue has been determined to be a reportable event.